Event description:
Additional information received from the healthcare provider (hcp) reported depending on the consumer's position they experienced intermittent shocking into the bilateral lower extremity which was due to a device issue. The manufacturer's representative (rep) tried to troubleshoot, but the consumer was sent to their surgeon to have the device repositioned within the pocket again.

Event description:
A consumer reported that ever since the patient had a revision, about a month and a half ago, they were experiencing intermittent shocking, even though "it was showing it's charge." The patient was also having difficulty turning stimulation on and off. It was noted the patient programmer (pp) seemed to work, and would show that it was on or off on the remote, but the patient "didn't feel anything," even though they had high numbers "like in the 8 or 9 hundreds in their legs." The patient saw their implanting physician for their two week post-operative appointment about the problems, who told them it could just be growing pains and "let's give it to the end of the month," and was referred to their managing healthcare provider (hcp). The patient saw their managing hcp who told them to contact the manufacturer's representative (rep), but the consumer didn't think it sounded like a programming issue, it sounded like a surgical issue, so they were going to contact the surgeon. Relevant medical history includes spinal pain.

Event description:
Additional information received clarified that even though the ins was charged the patient had difficulty turning the stimulation on and off.

Event description:
Additional information was received from a family member of the patient whom reported that on (B)(6) 2016, the implantable neurostimulator was moved from the back to the front and that is when the shocking sensations started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.